Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4074 implantable pacing lead, (B)(6) 2012; 4574 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient is feeling a little "electrical stimulation" for about the last week when up and moving around. The left ventricular lead was causing the stimulation and was turned off. The lead is still in use. No patient complications have been reported as a result of this event.